Manufacturer narrative:
The service evaluation found foreign material was found clogged at 5m mark inside of the channel tube. Additionally, the bending section cover failed the air/water leak test due to a hole/cut. The scope connector plate was missing. The scope was last serviced in april 2021 due to a leak in the channel tube and bending section cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) field service engineer was informed that during reprocessing, ¿the ligation ring was blocked at 5cm from the biopsy port¿ of the evis lucera gastrointestinal videoscope. The scope was returned for service/repair. Upon inspection and testing, foreign material was found clogged at 5m mark inside of the channel tube. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have occurred due to the ligation ring being erroneously suctioned at the ligation. Further, it was presumed that training was insufficient on device handling in accordance with the instructions for use (IFU). The IFU of the subject device warns not to aspire solid matter and high viscous matter. "If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.